Event description:
It was reported that the tip broke off of the ortholock ex-pin 3x110 during the course of a total knee procedure. A broken fragment remains in the patient. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
Device not returned.